Event description:
Additional followup: did they see staples? If so, were they in or out of the tissue? Yes out of tissue. If they saw staples, what did they look like? Malformed. Do they know if the cartridge had been completely fired out? Unknown. Did they use the device after that firing? No. How was the case completed after it was converted to open tlc.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, during the second firing on the small bowel the jaws of the instrument were hard to close but did close using only one hand. After waiting fifteen seconds the surgeon fired. All staples fell loose into the abdomen and the bowel was transected only, resulting in two leaking open ends of bowel feces and blood. The surgeon had to convert to open. Surgery was prolonged fifty minutes.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.